Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 01/26/2016 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked in two places. There was evidence of moisture corrosion observed inside the battery compartment. A leak test was performed and a battery compartment leak was confirmed. Evaluation also revealed a dim, discolored display. Unrelated to these issues, investigation revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the printed circuit board had failed. Also unrelated to these issues, the pump case was found to be cracked near upper right corner of display. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked in two places. There was moisture corrosion observed inside the battery compartment and a battery compartment leak was confirmed with testing. Evaluation also revealed a dim, discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/26/2016.